Manufacturer narrative:
Investigation completed 5/11/2017. The device was not returned for evaluation. DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.

Event description:
Patient placed in mayfield pins and positioned prone on operating room table. At the completion of the case, the pins were removed and a laceration was observed to the right head that was 3/4 inch in length. Site was cleansed and stapled. Pin site on the left head was 1/4 inch laceration, again area was cleansed and stapled for closure. The laceration is believed to have been a result of the mayfield head frame slipping while in use for the procedure. Device type was reported as mayfield head frame. However, brand was reported as doro qr3 skull clamp, which is a not an integra product. No further information can be obtained. Medwatch # mw5068512.